Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On 08/07/2024, it was reported by the patient's spouse that on (B)(6) 2024, the patient experienced message missed (alert message was missed when it should have) from the receiver. According to the report, on (B)(6) 2024, the patient's wife had to call the ambulance. She said the patient went into a coma and was unresponsive. As per the wife, she checked the patient's reading on the receiver and it was showing 48 mg/dl. As soon as paramedics arrived, they did a fingerstick reading and it was around 30 mg/dl. The reporter noted that the receiver did not sound and the low threshold was set at 90 mg/dl. Paramedics gave glucose shot and transported the patient to the emergency department (ed). There, he had recovered and was treated further with an intravenous (IV). The patient had to stay around 4.5 hours and then eventually was discharged and was sent home with blood glucose (bg) around 140 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.